Event description:
Reportedly, the surgeon stated that the pt experienced bleeding from rectum 2 days post-operatively. The bleeding lasted two days and then stopped. No additional information. Procedure unk.